Manufacturer narrative:
(B) (4). (B) (4). Pain occurred. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent facial plastic surgery on (B) (6) 2010, and suture was used. The patient began to have throbbing from day 1 and continued to experience facial pain. The surgeon prescribed prednisone. The pain continued and she was prescribed more prednisone and xanax twice daily by her general practitioner. The patient can feel the sutures and swelling under the skin. The surgeon cannot feel the knots under the skin and said the patient looks good on the outside. The sutures were placed in an interrupted fashion. The surgeon referred the patient to a neurologist who specializes in respiratory syncytial virus (rsv). The neurologist said, it is highly unlikely this is rsv. The surgeon has suggested, she see another neurologist. The surgeon is unable to explain the cause of the pain and is questioning whether suture could be the cause.